Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and complex reg pain syndrome type I. It was reported that about a year or two prior to the report the patient started feeling funky in their body. No additional information was provided to elaborate on this. It was also reported the patient started seeing an end replacement indicator (eri) in (B)(6) 2017. There was no allegation or dissatisfaction with ins longevity reported. It was noted the patient has been turning their stimulation off at night to make it last longer. No further complications were reported or anticipated. Additional information was received on (B)(6) 2018. It was reported that the device was not holding a charge as long and the stimulator was not as smooth feeling now. The patient planned to meet with a manufacturer's representative (rep) and mentioned they had an appointment with their healthcare provider (hcp) in (B)(6) 2017. No further complications were reported.